Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the consumer reported a few weeks ago the neurostimulator battery got low, and the recharger had malfunctioned so they went to the doctor who connected it to another ¿portal¿ and it worked.

Event description:
Additional information was received from the consumer through the manufacturer representative (rep) on 2024-09-27 who reported the patient had a rechargeable battery implanted in (B)(6) 2024. Everything seemed to work, charging okay for about 2 weeks or so. The patient and their spouse were recharging every 1-3 days, but then all of a sudden, the stimulator shut off. It was confirmed when they started to recharge the battery, at the third day, and it was at 10%. The consumer called the manufacturer who instructed them how to turn the stimulator on and recharge. A couple of days later, the patient had parkinson¿s symptoms they never had since the dbs was implanted. The patient was having tremors, feet freezing, etc. The hcp and rep walked the consumer and patient through with help using the communicator, so they could see what was going on. The hcp performed ¿some miracles¿ on his computer, while conferring with someone on his phone, and it was fixed with everything working efficiently.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient's representative that the patient was having tremors in the morning. The caller stated that the recharger application indicated that therapy was off and the ins charge level was 10%. The caller mentioned that the patient's ins charge level was 100% as of 2 days ago, and they weren't sure why it would have depleted that quickly because the patient normally charges the ins every two days. The patient did not have any recent programming changes. As the agent reviewed how to use the communicator and the dbs therapy app, the caller saw the 'communicator not found' screen even though the communicator was powered on and near the handset. The agent had the caller reset the communicator, which resolved the pairing issue and allowed the communicator to connect to the ins. The caller turned therapy back on and confirmed the patient's tremors were back under control and the patient was feeling better. The pss agent advised the caller to continue charging the ins to 100% (it was at 30% by the end of the call). The agent also suggested the caller check the ins charge level each day to prevent it from getting too low and potentially causing loss of therapy again. Pss recommended the caller have the patient follow up with their managing hcp if they have concerns regarding the ins battery depletion rate.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.